Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort that starts from her battery and goes down her leg and the ipg being flipped. The physician revised the pocket and the patient is reportedly doing well.